Event description:
It was reported that the chiller temperature did not cool down in arctic sun device. Per follow up information in wo updated on 12oct2023, they replaced chiller assy. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance and there was no patient involvement. Symptoms were detected during the equipment inspection. They checked mixing pump was normal. Checked chiller pump was normal. Checked chiller was failed. Per follow up information received via mail on 12oct2023, they repaired the device on the customer site. The issue was cool malfunction. And replaced a chiller assy. The issue was resolved and replaced a chiller assy and there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller. The device was evaluated and the reported issue was confirmed as the chiller failed inspection. The chiller assembly was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the chiller temperature did not cool down in arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.